Event description:
It was reported to medtronic neurosurgery that about a year after a delta 1.5 valve was implanted, the pt developed overdrainage. According to the report, the revision procedure was complicated by an intraventricular hematoma.

Manufacturer narrative:
The device was not returned to the MFR. Therefore an eval of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.